Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the inability to fully insert the atrial lead was confirmed in the laboratory. Epoxy was present on the atrial ring spring. The epoxy in the ring spring caused the insertion issues with the atrial lead bore.

Event description:
It was reported that during implant, the atrial lead was unable to be fully inserted into the device. The device was replaced.